Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events that did not last long enough to trigger low flow alarms; however, the account reported that the low flow events were considered to be related to complete heart block, bradycardia, and low mean arterial pressure (map). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The submitted log files collectively contained data from 17may2021 through 28may2021 and found that the pump operated at the set speed without issue. Low flow controller fault flags were captured on (B)(6) 2021 in the controller event log file that did not last long enough to activate the low flow hazard alarm. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(4) with no further related issues reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and other neurological events (not stroke-related). Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of this document also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low events on (B)(6) 2021 at 1938 with flows of 2.1 and was unable to obtain mean arterial pressure readings. The patients speed, pulsatility index and power were within normal limits. The patient then had altered mental status and emergency medical services were called. The patient was transferred to the emergency department. The patient was alert and oriented upon admission. Heart rate was at 40 and mean arterial pressure was at 61. Log file analysis captured persistent pulsatility index (pi) events along with some low flows. The altered mental status and low flow events were related to the patient being in complete heart block with bradycardia and low mean arterial pressure. Neurological event was ruled out. The device operated as expected. The patient did have a history of atrial fibrillation with rapid ventricular response. But the patient had no history of complete heart block (chb) from this event. The arrhythmia was not thought to be device or therapy related. A pacemaker and defibrillator were inserted.